Event description:
It was reported that the pulse generator exhibited backup operation. The device was exposed to electrocautery at a pocket revision surgery. After a device software download, normal device function resumed.

Manufacturer narrative:
(B)(6).